Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead complained of palpitations while hospitalized for an unrelated event. The local area representative was contacted for a system check. Loss of capture (loc) was observed at maximum outputs along with decreased amplitudes. A lead dislodgment was suspected. Surgical intervention was performed and the lead was successfully repositioned. No additional adverse patient effects were reported.